Event description:
Related manufacturer reference number: 2916596-2021-07373.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline fault alarms was confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(6), was not returned for analysis; however, a log file was submitted for review with events spanning approximately 6 days (B)(6) 2021 ¿ (B)(6) 2021 per timestamp). Intermittent driveline power faults were active on (B)(6) 2021 from 03:52:04 ¿ 04:07:49. These alarms were active when the driveline was connected due to a power a open fault. When the alarm first became active, the current sense on line a was 0.015 and the current sense on line b was 0.34. The alarm remained active until the end of the log file; however, it did not affect the controller¿s ability to operate the pump at the set speed. The driveline was disconnected on (B)(6) 2021 at 04:07:49 for a system controller exchange. There were no other notable alarms. Multiple good faith efforts were sent regarding alarm resolution after the controller exchange, and if the controller would be returned for evaluation. To date, no response has been received. A root cause for the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6), was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on 01jun2020. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline power fault alarms. Heartmate iii instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient paged for a driveline fault alarm and was completely asymptomatic. The patient swapped their controller to the backup controller and is currently in the emergency room doing very well. Log file analysis observed driveline power faults starting on (B)(6) 2021 at 3:52:04. The driveline was disconnected from the controller at 4:07:49. There were no events seen on the log file until the driveline power fault.